Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process resulting in insulin leaking. A supply change was performed resolving the issue. Additionally, it was reported that the customer received a minimum fill notification after loading a cartridge with 150 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 136 mg/dl.